Event description:
It was reported the tsw35 was used during a laparoscopic assisted vaginal hysterectomy, it was reported the device was fired across the ip ligament and then was reloaded. The device was closed to enter back through the trocar and would not reopen after inside pt. A second tsw35 was opened and after two firings the second device did the same thing, but the case was completed with it. It appears the anvil portion of the device moved distally. There was no consequence to the pt.